Manufacturer narrative:
(B)(4).info anticipated, but unavailable at this time.

Event description:
It was reported that during an adrenalectomy procedure, the active blade snapped off the device. The blade was retrieved. It was not noted how the case was completed. No pt consequence reported.